Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-45 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that there are numerous recordings of nonphysiological noise on both the atrial and ventricular egms. The short interval counts (sic) have been historically elevated. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.